Manufacturer narrative:
Initial reporter phone: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during filling and removal tubes for collection the bd¿ vacutainer¿ multi-sample needles continued to leak blood from the non-patient end of the needle.

Manufacturer narrative:
Initial MDR correction: awareness date posted as 01/20/2017. Should be 12/07/2017.

Manufacturer narrative:
Investigation results: bd received samples and photos from the customer facility for investigation. The photos were evaluated and two loose rubber sleeves were observed, along with a non-patient (np) needle with a sleeve that was not properly seated on its hub. Additionally, evaluation of the customer samples was performed and slight color variation was observed between the two rubber sleeves. Sleeve function testing was conducted on the returned samples, and no sleeve leakage or other issues were identified. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for rubber sleeves that were not properly attached to the np (non-patient) needle with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and color variation was observed between two of the rubber sleeves. No sleeve leakage or sleeve fall off was identified during testing. Based on the investigation, a root cause for sleeve leakage or sleeve fall off could not be determined. The most likely root cause of the rubber sleeve color variation was determined to be related to the rubber manufacturing process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.